Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over the pump in their sleep causing the screen to shatter. Customer is unable to interact with areas of the pump to deliver insulin due to the shattered screen. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.